Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the clinic for a routine follow up. The right ventricular lead exhibited oversensing and loss of capture at maximum output. Lead dislodgement was suspected. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Event description:
New information indicated that the patient was fine post procedure with no ill effects.